Event description:
In early 2009, the patient reported a blood glucose reading of 111 mg/dl which is within his normal range. He ate and bolused for his meal and a few hours later, his reading had elevated to 243 mg/dl. The patient bolused insulin through his infusion device and via injection and at the time of the report, his reading was 70 mg/dl. The patient was advised to monitor his readings and if they elevated again, to change his infusion site. On follow up with the patient four days later, he stated he had not changed his infusion headset or tubing until yesterday. He said he was still experiencing elevated blood glucose yesterday and when he checked his tubing, discovered there was a leak in the tubing where the tubing had come apart. He changed the tubing and his readings have returned to his normal range of about 100 mg/dl. Product was requested to be returned for evaluation.